Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported event. There were two components (a deburred plunger an hex nut) which were replaced to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to two non-conforming components: (a deburred plunger an hex nut). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the screws are out, patient eye side was unknown, before surgery with unknown procedure type. Additional information has been requested.